Manufacturer narrative:
Bd received 100 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective printing with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective printing with the incident lot was observed. The exact cause of the variable fill line placement could not be determined. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® edta 2k there was an incorrect fill line position. The following information was provided by the initial reporter. The customer stated: "there was a printing issue. The position of the fill line varies among tubes from the same lot."